Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. During hospitalization, the patient began treatment for the peritonitis with unknown intraperitoneal antibiotics, which continued when they were at home (doses, frequencies and durations were not reported). Ten days after onset, the patient was discharged from the hospital and on an unspecified date, the patient was fully recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.